Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: faulty scope socket, light intensity output was measured out of specification. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the scope communication error (b30) was due to a faulty scope socket, and the light intensity output measured out of specification was due to an electronic component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the light source experienced a b30 scope communication error. The event happened during a diagnostic esophagogastroduodenoscopy procedure that was able to be completed using the same device. There were no reports of patient harm.